Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the decreased battery levels was consistent with cold temperature exposure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented post procedure with an implantable cardiac monitor that exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.